Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Incoming inspection found the unit to run without any alarms. The pump's history log showed 29 entries for upstream occlusion alarms. Evaluation of the upstream sensor assembly found cracks in the upstream sensor tail on four pins. The cracks that were found can cause upstream occlusions as well as air in line alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had "occlusion alarms." It was also reported that there was no pt injury.